Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: suction probe charred tissue. Probable root cause: inappropriate selection of power by user, wrong default setting, power output variation, console error, use error.

Event description:
It was reported that the probe charred the tissue. The procedure was completed successfully.